Event description:
Hcp reports stim trial pt presented with sign of infection including swelling, drainage and pain along the lead track. The hcp reports the pt received perioperative antibiotics. The pt did not have meningitis. A culture was obtained of the device pocket, but no results were reported. The pt was treated with both IV and oral antibiotics and underwent total device system explant. The explanted device was not returned to the MFR for analysis. The hcp reports the infection has resolved.